Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Functional testing was attempted but could not be completed because the receiver would not communicate with the global functional testing station. A receiver download was performed and a review of the downloaded data log confirmed the reported event of an error icon display. A root cause could not be determined

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that the receiver displayed a firmware error on (B)(6) 2015. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.